Event description:
It was reported that insulin squirted out while changing the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose motor disk. However, the device passed the displacement test. The motor was tested outside of the unit and passed. Further testing could not be performed due to the alarm.